Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2018; exact date of event is unknown. Additional device product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). A device history record (DHR) review was conducted: part: 213.360; lot: 9813965; manufacturing site: (B)(4); release to warehouse date: 25. January 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a re-operation surgery on (B)(6) 2018 due to broken two (2) locking self tapping screws that was confirmed through x-rays. Initially, the patient had an osteotomy for internal fixation surgery and was implanted with an unknown locking compression plate and screws on (B)(6) 2018. After surgery, the patient did a gradual functional exercise and suffered from left hip pain during weight-bearing exercise. Thus, an x-ray was taken on an unknown date showed the screws were broken and re-operation was done. The procedure was completed successfully with no surgical delay. Patient outcome reported as stable. Concomitant device reported: lcp plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 5.0mm locking screw self-tapping 60mm. This is report 1 of 2 for complaint (B)(4).